Event description:
The customer reported to olympus, the camera head had a dysfunction. Upon inspection of the customer¿s returned device it was observed, no image was noted due to dysfunction n the cable unit. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned the following evaluation findings were observed: the cable unit was found bent and cut, the fixation pin of coupler was damaged, error message e311 was displayed on the monitor, and white balance could not be properly adjusted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. B5: updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 6 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the event occurred due to a failure in the communication between the camera head and the processor due to faulty cable. However, the specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed the event occurred prior to therapeutic procedure. No impact to the patient.